Manufacturer narrative:
Concomitant medical products: product ID: bi31000154, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) could not boot up. The fuse of the mvs board failed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system would not boot up. No patient was present. Additional information was received that there was no power in the mobile view station (mvs). It was suspected that the mvs use failed.